Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump may have pushed all the insulin into her body. The caller stated that the insulin was dripping out at the end of the tubing, and she was attached the tubing to her body. The customer stated that a few minutes later, she looked at the reservoir and the reservoir is empty. Troubleshooting was performed. Had caller to disconnected and to check her blood glucose, which it was 315 mg/dl. The customer stated that there were about 85.0 units of insulin in the reservoir, and the piston was all the way out of the device. Advised the customer to disconnect from the insulin pump and to seek medical attention. The next day, the customer called back and reported being hospitalized due to low blood glucose. The customer declined to troubleshoot and stated that the entire reservoir was empty. The blood glucose reading at time of her arrival was 294 mg/dl, and she was treated with shots of dextrose and orange juice. No further information was provided.